Event description:
On (B)(6) 2018, the layer user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reportedly obtained the error 1 message at around 12:15pm on (B)(6) 2018. The patient manages her diabetes with humalog insulin (no adjustments). She told the agent that she had felt ¿shaky¿, but she was unable to say if this happened before or after the error message. She indicated that around 12:15pm-12:30pm of (B)(6) 2018, she took 12 units of humalog and made a ¿scrambled sandwich¿. She also stated that she rested for a while and went to the drugstore to check her meter, where, she was advised by the pharmacist to contact lfs. At the time of troubleshooting, the cca noted that the product was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Shaky, while using the meter.